Event description:
They were using their family member's meter, which is an lfs meter. They stated that the meter was powering off as soon as it was turned on. They reported that the batteris had been replaced. The issue was not resolged with troubleshooting. They stated that they were taken to the hospital because they were unable to test on their family member's meter, as well as their own meter, which was reported on a different case. At the hospital, they were treated with glucose and insulin. The patient reported that they could not see, their legs were weak, they had a bad headache, and became unaware. They were unable to state if they were experiencing these symptoms at the time of testing. They do not know what the result was on the hospital meter. Medical affairs attempted to obtain the information regarding the hospital visit, but the patient was not answering the questions asked by medical affairs. Instead, they were speaking about the first hospital visit, where they stated that they were using a different brand meter, which was lost while in the hospital. Based on the information provided, there is evidence of a meter malfunction; however, there is no evidence of the meter contributing to a serious injury. The meter has been replaced for the patient.